Event description:
It was reported to philips that the system lost geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system in clinical use when the issue was identified. The treatment delayed less than 5 minutes, and the procedure completed by reboot of the system. Philips field service engineer (fse) visited onsite and found the ippc issue. Fse found there was an image disk full error and x-ray was not possible while error was displayed. To resolve the problem, the lateral ippc was replaced and recreating the image disk. After the repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure by reboot the system with minimum 5 min delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.